Event description:
First, I would like to make the correction that a high out of range shock impedance measurement was observed in the right ventricular (rv) channel during the implant of the associated left ventricular (lv) epicardial lead. The rv lead had been implanted for a few years already. Secondly, additional information was received that the associated rv lead was explanted due to observed damage. A new rv lead was implanted.

Event description:
Boston scientific received information that a high out of range shock impedance measurement was observed during the implant of this right ventricular (rv) lead. There were no changes made to the system at this time. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
This rv lead was returned to boston scientific. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual observation indicated a complete lead was returned. There were several superficial cuts noted on the lead body, and there was light dried body fluid/blood noted in the lumen. Analysis revealed the distal high voltage (hv) cable was disconnected from connector block in the yoke. Disconnection may have been a result of induced, pulling damage. Past occurrences, engineering evaluated on this type of damage was found to be ductile fracture, essentially due to pulled-apart. The initial allegation was confirmed.